Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit during normal use. Customer stated they received multiple battery out limit alarms when batteries are out of the pump for less than one minute after replacing the battery in a timely manner. The customer tested the pump with a new battery and still received the battery out limit alarm. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per their healthcare professional's instruction. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.